Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a toric implantable collamer lens of unknown model and size was implanted into the patient's left eye (os) on an unknown date. Lens rotation was observed. The lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.